Event description:
The sales rep reported the following incident on behalf of the user facility: during set-up of the jarittrak, during an undetermined procedure, the locking mechanism for the ring failed. This caused a delay during the procedure. The user facility tried to repair both the horizontal flex, and the horizontal solid bar after decontamination. This happened twice with both the straight and flex bars. The user facility was able to use the flex bar again, and then it failed to work. Both bars have been replaced. Additional info concerning the pt impact and status was requested.

Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.